Event description:
It was reported that the tip of the micropituitary broke off during use in surgery. The broken fragment was retrieved. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the entire tip of the instrument including the upper and lower jaws has broken off. This is likely caused by the use of excessive force and torque. A review of the device history records found no documentation to indicate a non-conformance to specification.